Manufacturer narrative:
Outcomes attributed to adverse event: corrected to required medical intervention. Technical support traced the issue to user fault as during the event, applied suction pressure may be outside the plausible range (less than -52mbar) which caused the device to switch to a failsafe state.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Log files and trending data received. It shows that alarm 300- device in failsafe and alarm 506 - assertion ID curves occurred. In analysing the issue, a software bug found.

Event description:
The customer reported alarm 300 - device in fail-safe occurred during running ventilation. There was a patient involved associated in this event but no harm reported.